Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that scs system was not providing adequate relief to the patient. Reprogramming was unable to provide effective therapy. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the lead was repositioned. Effective therapy was established postoperatively.